Event description:
The report received from another country indicated that a patient died of an unknown cause on the same day after receiving three cypher stents. The indication of the procedure was acute myocardial infarction. The patient was on antiplatelet therapy before during and after the procedure. Three vessels were treated. The target lesion in the left anterior descending coronary artery (lad) was described as tortuous and calcified with 80% stenosis. Two cypher stents were implanted in the lad; the 3.0 x 33mm cypher and the 3.5 x 23mm cypher were implanted at 14 atms and 16 atms respectively overlapping one another. A third 3.5 x 33mm cypher was implanted at 16 atms in the left circumflex (lcx) described as tortuous and calcified with 90% stenosis. The third lesion in the right coronary artery was treated with a competitor's stent. Timi flow after the procedure was iii. The patient died several minutes later after the procedure of an unknown cause.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-02490, 9616099-2007-02491, and 9616099-2007-02492. Additional information will be submitted within thirty days upon receipt.